Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was not returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the balloon catheter broke in two during advancement. The physician was able to remove the device from the pt. There was no pt injury reported.